Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during the first case of a laser assisted cataract surgery, the control point were placed accurately but the laser fired too anterior. The corneal incision created too anterior and with a small tunnel and the fragmentation pattern shifted anteriorly causing an anterior capsule tear. The surgeon created a large continuous curvilinear capsulorrhexis manually to cover the slit part of the anterior capsule. No further complications were reported.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. After review of reported event, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. No further information was able to be obtained from this customer. The customer's reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).